Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -14.0/3.0/043 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. Elevated iop(32mmhg) with our pupil block and angle closure(assessed on 3rd week post-op), pigment dispersion were observed. Lens remains implanted. Patient given steroids and iop meds. This has not resolved the problem. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5 - per reporter, eye is stable, with no pain, redness or inflammation. Claim# (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).